Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Cutting volume not disappearing when cutting and also 'failed to read mics' error message appeared when cutting. Mako tka 1.0 case surgical delay due to needing to swap the mics. This temporarily solved the issue but it reoccurred.

Manufacturer narrative:
An event regarding registration fails involving a mako mics was reported. The event was not confirmed. Method & results: product evaluation and results: as per the fse repair details: replaced cpida, performed testing as per matrix. Cpci failed throughout auto-kincal testing. Replaced cpci and performed testing as per matrix. Performed est. All working at time of completion. And the communication log confirms: "this product is unavailable for return. Replacing the cpci on the robot seems to have resolved the issue. If it occurs again, we will let you know and revisit whether the handpieces could be at fault." Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the event was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Cutting volume not disappearing when cutting and also 'failed to read mics' error message appeared when cutting. Mako tka 1.0 case. Surgical delay due to needing to swap the mics. This temporarily solved the issue but it reoccurred.